Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the stylus pen was "way off" and would not stay calibrated and therefore the overlay/bezel assembly was replaced and the stylus calibrated. No other anomalies were found. (B)(4).

Event description:
It was reported that the programmer's pen would not stay calibrated, and it was further noted that it was then so far off that it was not possible to navigate to the calibration screen. It was also requested that the programmer receive a test and calibration. The programmer was returned for service. There was no patient involvement.